Event description:
The reporter stated that the surgeon inserted a aa4203tl single piece silicone lens with toric optic. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury.